Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 284 mg/dl at the time of the incident. The customer stated that the insulin pump would alarm motor error during rewind. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a and a motor position encoder error in the insulin pump alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Analysis was unable to verify excessive no delivery alarm and motor position encoder error alarm due to motor error alarm. The insulin pump was received with cracked display window, cracked case at display window corners, partially broken off reservoir tube lip and missing end cap sticker.